Manufacturer narrative:
Investigation summary: customer returned ( 38 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states partial insulin flow during injection. All returned pen needles were examined and the following was observed: 10 bent at the non-patient end of the cannula. 16 broken at the non-patient end of the cannula. 12 ok at both ends (not bent on either end) - tested for flow and 2 failed - wire test performed on 2 that failed and ok /passed (white residue observed on the tip of the wire, which could indicate pen needle was potentially re-used) a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle bent at npe and needle broken at npe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was clogged and only delivered partial insulin during the injection.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine nano insulin pen needle was clogged and only delivered partial insulin during the injection.